Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error, no delivery alarms and act, up and down buttons stick severely bad. Customer stated insulin pump had no delivery alerts occur randomly within the past two months and had bent cannulas. Customer stated insulin pump had failed battery alerts. Customer reported event was resolved by changing complete set. Customer stated buttons very hard to press and almost unresponsive hold the buttons down until it works. Customer stated rewinding sound loud and insulin pump shut off twice. Customer stated cannula getting under the skin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.